Manufacturer narrative:
The device history record (DHR) of the last three 3.0mm locking cancellous screw 37302-xx that were shipped to i.t.s. USA were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. The surgeon mixed up the screw caddies and used a 37302 screw for the prolock radius plate ii. This screw type is not indicated for the prl ii plate. A CAPA was opened up 007/2017 and as a preventive action, a caution note was added in the technique guide of the prolock radius plate and prolock radius plate ii.

Event description:
It was reported that two of the locking cancellous screws d=3.0mm didn't engage the prolock radius plate. There were no delays in surgery. This is report 1 of 3.